Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: a physical sample was returned for evaluation. The t-luer adapter was found detached from the slider which made a successful deployment using the trigger impossible. The stent was still loaded in the delivery catheter and could be deployed during deployment test by retraction at normal deployment forces. There was no indication of a manufacturing deficiency. Based on the available information and the evaluation of the returned sample, the investigation is closed with confirmed result for detachment and failure to deploy with grip is considered a cascading event. A definite root cause of the reported incident cannot be identified. Potential factors that could have led or contributed to the reported event have been evaluated and previous investigations reviewed. This type of event may be related to difficult patient anatomy / challenging placement site, use of inadequate accessories or lack of pre-dilatation. A damage to the device caused during shipping, storage or preparation for use, e.g. Detachment of the delivery system from the snap hook as found during sample evaluation can contribute to this kind of failure. The failure to deploy using the trigger is considered to have resulted from the detachment of the delivery system from the slider. In this case, only limited information was provided. At this point, a manufacturing related cause was considered, however, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. Based on the information available, a root cause could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the IFU states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding procedural access, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the IFU states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent stent placement procedure using the e-luminexx biliary stent, for an unknown medical condition. During a stent placement procedure for an iliac case, the physician reported that the stent failed to deploy. There was no reported patient injury.